Manufacturer narrative:
Patient information was not available at the facility. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If further information is received, a supplemental report will be submitted.

Event description:
A pericardial effusion, cardiac tamponade and hypotension occurred. Procedure was cancelled. It was reported that farawave was selected for ablation procedure. During the procedure, the blood pressure was dropped prior to ls treatment, and the echocardiography confirmed the presence of pericardial effusion. The procedure was discontinued due to the occurrence of cardiac tamponade. Approximately 1000 ml of arterial blood was reported to have been aspirated. Andexanet was administered, and as the bleeding stabilized, emergency surgery was not performed, and the patient returned to the room. In physician's opinion, it was possible that the left atrium appendage was perforated by the wire.